Event description:
Fluid in 3 different buretrols did not drain easily into collection bags when stopcock turned to drain position. Required lots of manipulation to get buretrols to drain fluid already collected in it to the collection bag below it. Events between (B)(6) 2014.